Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed, and the rubber was adhered. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus to treat esophageal varices during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not be deployed, and the rubber was adhered. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with six bands attached to it. In addition, the handle does not have evidence that the trip wire was secured, and it was not pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit" and "take up slack by pulling proximal end of trip wire on handle unit", however, the trip wire was not pulled up to take up rest of the slack and the trip wire was not secured. These can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not work accordingly with the handle when pulling the bands. Therefore, the most probable root cause of this complaint is failure to follow instructions.